Manufacturer narrative:
Device would intermittently not complete power start. Found 10 error codes in log. The pcb was replaced and the transducers recalibrated. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "fiber optic module failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.